Manufacturer narrative:
The pump will not be returning. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the left femoral artery in a 63-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography and interventions (scai) b shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The patient was transferred to another facility for a higher level of care. On arrival, there was ongoing suction and the p-level was turned down to p-2. An echocardiogram was performed and the impella was noted to be barely across the aortic valve. The intensivist repositioned the impella to optimal positioning that measured 3.5 cm. After repositioning, labs were attempted to be drawn, but were hemolyzing. Also, the urine was noted to be very dark red. It was reported that the patient was in disseminated intravascular coagulation (dic). After two days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the device functioned at p-9 at 3.4 l/min as intended with d5w sodium bicarbonate in the purge solution. Hemolysis can be attributed to malposition of the device and/or the patient's underlying coagulation disorder.